Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2. Box was empty when it was opened. It was just the plastic covering that protects the evh kit. No evh kit inside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152158 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2. Box was empty when it was opened. It was just the plastic covering that protects the evh kit. No evh kit inside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.